Event description:
Ismus catheter was inserted into the body and connected to ge recording system. Upon connection, the signals coming from multiple poles (specifically distal) were non-functional. Troubleshooting occurred (ie: changing of cable, plug box, etc.) And was determined that the discrepancy was in the catheter itself. Catheter was subsequently removed from body and replaced with new ismus catheter. No harm to the patient. Electrophysiology lab usually sends equipment back to the manufacturer.